Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. Mount is still attached and is totally damaged.

Event description:
Bone quality at the time of implant failure type I. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was achieved. Augmentation procedure was not performed at the time of surgery. Patient developed an infection. Mobility and pain were also reported.